Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage on the molded insulator. The electrical continuity test was performed and passed. The complaint regarding tip will not align was confirmed by failure analysis. The probable root cause is attributed to damage during use.

Event description:
It was reported that the maryland bipolar forceps instrument tip would not align. The customer-reported event has no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.